Event description:
A dental implant was placed in tooth location #19 in 2004. The pt experienced numbness in the jaw area. Subsequently, the implant was removed because of numbness the following month. Co contacted the clinician's office 2 months later. Co was advised that one month ago, the pt's jaw area was almost back to normal.